Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is experiencing pain at the ipg site. The patient has reportedly lost weight and the ipg is moving. As such, the patient will undergo surgical intervention to address the issues.

Event description:
Follow-up information revealed the patient's pain at the ipg site is better, but surgery remains planned.

Event description:
Follow-up information revealed the patient's pain at the ipg site is no longer an issue. In addition, the patient decided not to undergo any further interventions at this time.